Manufacturer narrative:
After battery installation, the insulin pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Analysis was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. No cosmetic damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had flashing white screen after the insulin pump was dropped. The customer also reported that the insulin pump was constantly alarming. The customer's blood glucose was unknown at the time of incident. The customer reported that the anomaly persisted after inserting a new battery. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.